Manufacturer narrative:
Exact date unknown, event occurred years ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 237406/250999. Product family: scs-extension: upn: (B)(4), model: sc-3138-25, serial: (B)(4), batch: a38062.

Event description:
It was reported that patient had inadequate stimulation. All device components were explanted and were discarded by the medical facility. The patient was doing well postoperatively.